Event description:
It was reported that this pacemaker system exhibited an out of range pacing impedances on the right ventricular (rv) lead. The value of the oor impedance is unknown at this time. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. Isometrics was performed and there was no noise observed. Additionally, it was noted there was a failed right ventricular automatic threshold test in which thresholds were high. Technical services discusses programming options. The patient is not therapy dependent. At this time, the device and rv lead remains in service. No adverse patient effects were reported.